Event description:
The customer reported missing plastic caps during reprocessing of an olympus rigid optical laparoscope. No patient involvement was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.